Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and after a hard reboot of the navigation system; the issue could not be replicated by the field representative. System functioned as intended and without issues. No further issues were reported. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the system could not be shut down properly, and showed the error message 'no signal'. There was no patient present when this issue was identified.